Manufacturer narrative:
This supplemental report is being submitted to provide additional information. On january 23rd, 2020, olympus followed up with the user facility and received detailed information of the event as follows; the user facility evaluated using magnetic resonance enterography (mre) that there was a low possibility that the subject device would remain in the patient body. The user facility confirmed using x-ray that the subject device was remained in the patient. The exact cause of the reported event could not be conclusively determined because the subject device was not returned omsc for evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The user facility operated an additional procedure for the patient and could remove the device from the patient's body. The exact cause of the reported event could not be conclusively determined. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Since the serial number of the subject device is unknown and omsc could not confirm the manufacturing history (DHR). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
On (B)(4) 2019, olympus (B)(4) was informed that a patient underwent an endocapsule internal examination using the subject device on (B)(6) 2019 and the subject device has remained in the patient since then. The user facility tried several times to remove the subject device using unspecified drugs and single balloon enteroscopy, but these attempts were not successful. There was no patient injury reported resulting from the device remaining in the patient body.